Manufacturer narrative:
This report is submitted on july 9, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to mastoiditis. The patient was reimplanted with another cochlear device during the same surgery.